Event description:
Event description cpi received information that the rate sensing portion of this endotak downsize plus defibrillation lead was explanted. During a follow-up visit, the patient with a implantable cardioverter defibrillator (ICD) and this lead was experiencing exit block, at maximum output, and a high pacing impedance. An invasive procedure was performed to replace the rate sensing portion of the lead. The physician found the connector looked 'like it was burned'.